Event description:
The micro oscillating saw was sent in for eval because metal flakes were coming out of the device during a procedure. Metal flakes were noted in the surgical site and were successfully cleaned out. No medical treatment was reported as a result of this event. A replacement device was readily available and it was used to complete the procedure with a 2 min delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.